Event description:
It was reported that this patient's newly implanted right atrial (ra) lead exhibited loss of capture, and the amplitudes could not be measured. An x-ray was performed which confirmed the lead had dislodged. A surgical revision was performed, and during the attempt to remove the ra lead, it was unable to be removed from the header of this pacemaker. The device and leads were removed, and a new device was implanted with the previous right ventricular (rv) lead. An insulation issue was also noted on the ra lead. After the procedure, the ra lead was able to be removed from the device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.